Event description:
A nurse at the user facility reports that following insertion of the intraocular lens (iol), a defective haptic was noted. The incision was enlarged to accomodate removal of the lens.